Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2020, per a report from medical opinion; ¿a CT abdomen/pelvis performed on (B)(6) 2020 demonstrated the filter at the inferior l2-3 to mid l4 interspace. Migration is possible based on the study provided. There was significant tilt of 15 degrees ventrally demonstrated along the sagittal plane and 8 degrees to the left along the coronal plane. A grade 3 perforation is noted with a right posterior strut extending 12mm outside the cava wall abutting the right psoas muscle.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation and migration. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis (dvt). The patient alleges migration, tilt, and organ perforation. The patient further alleges tilt of 15 degrees and grade 3 perforation with a right posterior strut extending 12mm outside the cava wall. On (B)(6) 2020, per a report from computed tomography; ¿ivc filter. The tips of the distal legs may project beyond the wall. This may just be a reconstruction artifact. No evidence of perl venal caval fluid to suggest leak. However query history of right abdominal pain.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2008, [pt] was implanted with a cook celect vena cava filter. On or about (B)(6) 2020, [pt] had a CT scan which revealed that the filter was significantly tilted 15 degrees with a grade 3 perforation extending 12 mm outside of the cava wall abutting the right psoas muscle." Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting, as well as future recurrent dvt and/or pulmonary embolism. He faces numerous health risks, including the risk of death. For the rest of [pt]'s life, he will require on-going monitoring of his condition."